Event description:
The customer (pharmacist) had a concern regarding the biopatch with "chg" label. The label does not contain the drug name chlorhexidine clearly. "Considering that there are pt's w/an allergy to this drug, prescribers and nurses would not know that this drug would cause problems since the drug name is not clearly stated anywhere that is readily visible to a practitioner". There was no pt involvement reported.

Manufacturer narrative:
Integra has completed their internal investigation on 27mar2015. No product was returned for eval. No specific product fg lot number was involved in the complaint. Integra does not own the labeling for biopatch products. Changes to product labeling were implemented at the request of ethicon, inc. The proposed changes did not constitute changes or modifications that could significantly affect the safety or effectiveness of the device. All artwork used for labeling purposes is provided by ethicon, inc. The product's instructions for use warn against use of device on pt with a known sensitivity to chlorhexidine gluconate and indicate what to do in case of any adverse reaction to the drug.